Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). Work order search: no similar complaint type events were reported for units within the same lot. (B)(4)

Event description:
The reporter indicated that the surgeon explanted a micl13.2, -11.5 diopter, implantable collamer lens from the patients right eye (od) on (B)(6) 2018. The lens was removed due to a cataract. Cataract surgery was performed at the same time of icl removal and a symfony (amo) intraocular lens was implanted. It is reported that the cause of event was not product related, there was no problem with the lens. Patient status was reported as "good".

Manufacturer narrative:
The reporter indicated that the surgeon implanted a micl 13.2; -11.5 diopter; implantable collamer lens into the patient's right eye (od) on (B)(6) 2014. The lens was explanted from the eye on (B)(6) 2018 due to cataract. (B)(4)